Event description:
The device was being utilized in an iliac case. Upon deploying the stent, the distal end formed a cone and did not open completely. When the physician tried to pull the white inner catheter back, it hung up on the distal part of the stent. After pulling hard, the catheter broke off in the pt. They were able to retrieve the broken part.